Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon fired a reload with a peristrip on the short gastric vessels. Another reload was fired as well and they both worked correctly. Following those two firings, a third reload was fired and it only fired one quarter of the way and then stopped. The surgeon paused and waited for the tissue fluids to be extruded laterally and attempted to complete the firing. The first time he pressed the firing button, the blade progressed a few millimeters. When he pressed it again, the blade would not progress and the surgeon had to open the incompletely fired reload. The surgeon then had to cut out the remaining material that wasn't adhered to the stomach. Additional information has been requested but not yet received.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Corrected data: the device is reusable and was not labeled for single use. Additional information: event description: according to the reporter; the jaws of the device did not get stuck on tissue however there was poor staple formation with partial firing of the device. The unused portion of the reinforcement material was cut out and the partially formed staples were pulled out of the staple line before completion. No further details regarding patient, product or procedure were provided by the reporter. Misfire and failure to form staple added. Device received for evaluation. Device evaluation pending.

Manufacturer narrative:
Evaluation summar: post market vigilance (pmv) led an evaluation of one powered handle and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. There were no visual abnormalities. During functional evaluation, the adapter exhibited a low firing force. A review of the device history record indicates these devices lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be cannot be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.